Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: with the information available, boston scientific concludes that the reported event involving failure of the stent to deploy could not be confirmed. The product was not returned; therefore, a technical evaluation could not be performed to assess for potential defects. There is not enough evidence to determine whether the stent failure to deploy was due to the physician's device manipulation during the procedure or related to a device malfunction. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the stent did not deploy. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.